Event description:
Spoke with the risk coordinator and she advised that the surgeon could not determine the source of the leak, but felt there was a break in the system as he withdrew straw colored fluid.

Manufacturer narrative:
(B)(4). Fold lines additional information provided: number of fills/adjustment if applicable? 11-12. Approximate volume in band if applicable? 9cc. Who performed the adjustments? Physician assistant. If the patient is experiencing a problem, how did the patient present? No restrictions. Any tests performed to diagnose the issue? Fluoroscopy, upper gi. How was the problems treated? Surgery new band implanted. What is the current status of the patient? Stable. The following components were returned for analysis: the straight band/balloon with 19 cm of catheter. The velocity port with the locking connector and 34 cm of catheter. The tubing strain relief. Upon visual inspection, it was observed that one edge from the buckle of the band was cut, mostly likely performed during the time of band explant. It was also noted that the balloon had four (4) fold lines and there was a break in the material situated on one of the fold lines. A leak test was performed on the balloon with an unsuccessful result. Upon microscopic evaluation, it was observed that the septum was punctured 18 times. A blockage test and leak test were performed on the velocity port with a successful result. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event a review of the product's instruction for use (IFU) states that balloon leakage is a recognized event associated with gastric banding and the realize band. In addition the instructions for use state that the manufacturer cannot assume any liability or responsibility for loss of the filling fluid resulting from improper handling and use, physiological reaction to the material, general deterioration of the balloon over time, or similar reasons. A device history record (DHR) review was performed; no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process indicates that all products are inspected and 100% leaked tested prior to distribution. A manufacturing issue is unlikely to have contributed to the event. Per the instructions for use a pre-op leak test is required. Although the reported information indicate that the maximum fill volume was 9 cc's, based on band adjustment history provided, it is possible that the band may have been overfilled at one time.